Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2015 and discovered a leak due to loose tubing at valve lv10 to port 3 of the diluent reservoir to the diluent syringe. The fse replaced the tubing at port 3, resolving the reported leak. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported an unknown amount of fluid had leaked from a coulter ac·t 5diff cap pierce (cp) hematology analyzer while running quality controls (qc); the leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.